Manufacturer narrative:
Device evaluation did not reveal any malfunction. Observed trajectory deviation is likely related to guide seating issue caused by inherent stone model distortions.

Event description:
Doctor used a surgical guide for dental implant surgery. After the surgery, doctor determined that the implant placed is more buccal than planned.